Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unf and medical records received. After review of the medical records the patient was revised to address metallosis with pseudotumor in the right hip joint. Operative note reported large pseudotumor within the hip joint this was excised and sent for pathology. There was a trunnionosis. Clinical visit reported muscle weakness, difficulty walking, pain and decrease adl. MRI shows pseudotumor and elevated metal ions consistent with metallosis in the right hip. Doi: (B)(4) 2007; dor: (B)(4) 2019 ; right hip.